Manufacturer narrative:
(B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced auto-reducing and a loss of stimulation. Reprograming initially resolved the issue. However, the patient underwent surgical intervention where one of the patient's leads were explanted and replaced. The patient reported effective stimulation coverage intra-op.